Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported correction of astigmatism was not on target post refractive surgery. A company representative reported that the surgeon has good technique but has experienced this same problem previously. There are two related reports for this patient. This report addresses the patient's left eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device have been reviewed. The associated device was released based on company's acceptance criteria. Logfile review for the day of treatment showed all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The user performed a gas change, skipped the scanner test and performed the needed energy check, eyetracker test and fluence test without any issue. The logfile showed multiple successfully performed treatments. The energy was stable. The user performed an energy check before this patient. The corresponding treatment was performed without interruption. No abnormalities or deviations could be detected in the logfiles which can contribute the reported issue. Clinical applications specialist (cas) review concludes as follows: it was reported that the post-operative refraction of a patient after lasik was unsatisfactory. The hand written notes could not be used because they could not be read and therefore could not be evaluated. The treatment report showed a nasal hinge that was done by microkeratome and a myopic astigmatic ablation profile in the same axis. Due to the long nasal hinge, part of the refractive ablation took place on the back of the hinge because it was not protected during surgery. The post-operative topography showed a double ablation and therefore is the main reason for this astigmatic overcorrection and the irregular steepening of the cornea. Additionally, we see that the stromal bed looked irregular with one edge or line. It could not be said where this comes from but it is possible that this was a result from the microkeratome cut. The eye looked tilted and the fixation during the surgery was not good. The unprotected hinge, the interference of the flap with the ablation profile and the double ablation on the flap backside caused the post-operative outcome. It was strongly recommend to review the principles of refractive surgery with the customer. Root cause could be confirmed as user error. Reported event resulted from failure of the customer to follow published instructions or directions for use. The manufacturer internal reference number is: 2020-20035